Event description:
During the procedure, a blood clot occurred. The impedance increased during rf delivery near the left atrial appendage (laa) on the front side of the upper left pulmonary vein (lspv). Upon removal of the catheter, a blood clot was noted. The close was removed and the procedure resumed. After that, steam pops continued to occur near the esophagus on the posterior wall of the left branch of the portal vein (lpv). The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information d9, g3, h2, h3, h6 one bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The device met specifications during temperature testing, occlusion testing, and leak testing. In addition, electrode 1 and the tip thermocouple met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported thrombus remains unknown.